Event description:
I have had serious pelvic pains and my right side hurts all the time goes all the way down my legs sometimes with numbness. Left side hurts sometimes but all the time. I have been told I have cysts which I never had before essure. I have bad migraines, metal taste, no energy and irregular periods.